Event description:
It was reported that when the package was opened there was no product inside. The procedure was completed with another of the same device. There were no patient complications as a result of this event.